Manufacturer narrative:
(B)(4). Date sent: 03/24/2020. Additional information was requested and the following was obtained: were there any patient consequences? The patient stable and leave from hospital.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the surgery of tumor excision, during the gastrointestinal anastomosis, after the device was fired, it was noted that the anastomotic site was incomplete. Suture was used to oversew. The surgery delayed and unknown amount of time. There were no patient consequences reported. No additional information is available at this time.